Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the severely tortuous, severely calcified, 90% stenosed, proximal right coronary artery (rca). The lesion was predilated with a voyager and nc monorail balloon of unknown size. The 2.50 x 20 mm taxus stent was advanced to the lesion but was unable to cross the lesion. The physician moved the delivery system back and forth three to four times in an attempt to cross the lesion. Upon withdrawal the stent came off the delivery balloon in the rca. The stent was visualized and retrieved with a snare. The procedure was completed with a poba. No patient complications were reported. The patient status is reported as `fine'.